Event description:
During baxter's evaluation, it was found that a spectrum pump had system error 322. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The identified system error 322 was reproduced and confirmed through evaluation. This condition was caused by a failed latch switch. The upper auxiliary assembly (containing the latch switch) was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.